Manufacturer narrative:
This report is submitted on june 16, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). The patient's head was wrapped as recommended by cochlear and did not experience any issues or pain during the MRI but later noticed pain at the magnet site. After the MRI, the patient continued to receive benefit from the device. The magnet was replaced on (B)(6) 2020.